Manufacturer narrative:
Blocks d7a, g1 (MFR contact first name and MFR contact last name) and h3 were corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a advanix-naviflex was used in the biliary to treat biliary stricture during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2024. During the procedure, the black inner sheath has been separated from the outer sheath. The procedure was completed using another of the same devict. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex with naviflex rx delivery system was used in the bile duct to treat biliary stricture during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the guide catheter separated from the outer sheath. The procedure was completed using another same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.